Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Manufacturer narrative:
Only the patient line stopcock and a segment of the patient line tubing were returned. This precluded the patency and leakage checks. The segment of the patient line tubing was disconnected from the luer to tubing connection on the stopcock. Adhesive was observed on the exterior and interior of the tubing to luer connection, as well as on the end of the tubing. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient line tubing disconnected from the patient line stopcock.